Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Update- reporter clarified that the rip is in the seat upholstery of the wheelchair; no cushion in use. The tear is approximately 4 inches in length on the right hand front where the upholstery wraps around the outside bar. Reporter states the arm pads are worn, the seat upholstery is ripped and the pin is missing for the front rigging.